Event description:
I had boston scientific spinal cord stimulator placed in neck it shocked me when I would bend neck caused numbness tingling in extremities and neck to collapse from laminectomy they did to place it, the wires were coiled up and I had large bump on spine from this. I've had to have 4 surgeries to try fix damage it caused. Dr (B)(6) in (B)(6) is placing these for profit. I am permanently disabled from this.